Event description:
It was reported that the patient's implantable defibrillator shorted out, low defibrillation impedance was observed on the right ventricular lead. The lead was capped and replaced. No further information was available.